Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) contamination occurred in the bottles. The following information was provided by the initial reporter instances of contamination in bactec bottles of paenibacillus sp.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary: catalog 442021. Batch no. 2102633, 2069872 & 2041449. Customer reported a paenibacillus contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Blood background was performed with satisfactory results. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Several evaluations were performed to conclude that the bio-contaminant reported, paenibacillus, did not originated from the bd manufacturing site. The autoclave process was evaluated. The moist heat autoclave is a process that uses moist heat as the lethal agent to render liquid and porous/hard goods items free from viable microorganism and relies on direct contact with saturated steam, which is water vapor in equilibrium with liquid water. The autoclave process is accomplished by the heat transfer from the steam to the load and by hydrating effect of the resultant condensate that forms due to the change in state from vapor to the lower energy liquid state. This phase change requires the transfer of the latent heat of the steam to the surroundings, thus heating the autoclave and its load. Bd cayey autoclave the products via moist heat. Initial validation had been successfully completed and the required requalification assessment has been performed accordingly maintaining the active and valid autoclaving cycle. Isolates containing the biocontamination were received from the customer. Environmental samples were evaluated from bd manufacturing site for identification of bacterial species present at different locations within the plant. The purpose of identifying these isolates was to determine if paenibacillus contamination originated from this location. After performing maldi testing, the contaminants were identified as paenibacillus species in the samples from the customer, and none of the environmental samples collected from different locations within the manufacturing plant in bd cayey were identified as paenibacillus. Finally, autoclave testing of paenibacillus species present in all samples from the customer indicated that a 15-minute autoclave cycle at 118°c is sufficient to kill vegetative cells. Bd cayey cycle is set for a higher temperature that exceeds 15 minutes. Therefore, the bio-contaminant paenibacillus likely did not originate from the bd cayey, and there is no evidence to indicate that it would it have survived the autoclaving process of bactec bottles. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog 442021. Batch no. Unknown. Customer reported a paenibacillus contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. Several evaluations were performed to conclude that the bio-contaminant reported, paenibacillus, did not originated from the bd manufacturing site. The autoclave process was evaluated. The moist heat autoclave is a process that uses moist heat as the lethal agent to render liquid and porous/hard goods items free from viable microorganism and relies on direct contact with saturated steam, which is water vapor in equilibrium with liquid water. The autoclave process is accomplished by the heat transfer from the steam to the load and by hydrating effect of the resultant condensate that forms due to the change in state from vapor to the lower energy liquid state. This phase change requires the transfer of the latent heat of the steam to the surroundings, thus heating the autoclave and its load. Bd cayey autoclave the products via moist heat. Initial validation had been successfully completed and the required requalification assessment has been performed accordingly maintaining the active and valid autoclaving cycle. Isolates containing the biocontamination were received from the customer. Environmental samples were evaluated from bd manufacturing site for identification of bacterial species present at different locations within the plant. The purpose of identifying these isolates was to determine if paenibacillus contamination originated from this location. After performing maldi testing, the contaminants were identified as paenibacillus species in the samples from the customer, and none of the environmental samples collected from different locations within the manufacturing plant in bd cayey were identified as paenibacillus. Finally, autoclave testing of paenibacillus species present in all samples from the customer indicated that a 15-minute autoclave cycle at 118°c is sufficient to kill vegetative cells. Bd cayey cycle is set for a higher temperature that exceeds 15 minutes. Therefore, the bio-contaminant paenibacillus likely did not originate from the bd cayey, and there is no evidence to indicate that it would it have survived the autoclaving process of bactec bottles. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) contamination occurred in the bottles. The following information was provided by the initial reporter instances of contamination in bactec bottles of paenibacillus sp.